Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the serial number for the implantable pulse generator (ipg) was incorrectly listed with (B)(4) in place of the correct numeric values in a transmission report. The device remains in use. No patient complications have been reported as a result of this event.